Manufacturer narrative:
Not returned to user facility.

Event description:
It was reported that the femoral canal brush was being used for the process of insertion of antibiotic spacers to an infected total knee arthroplasty when the tip broke off. The tip was not found in the surgical wound or surgical field and due to its small size, would not be detected on an x-ray. The surgeon involved in this case felt that it would not cause patient harm if left.